Manufacturer narrative:
Additional information: codes updated as the product was not returned/received.

Manufacturer narrative:
The reported event of ¿guidewire cannot be inserted or removed¿ was not confirmed. As received, a complete lead was returned for analysis. A sample guidewire was used to perform the insertion test. The guidewire was able to be inserted / removed successfully with no restrictions. Visual inspection of the lead did not find any anomalies.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, the left ventricular lead was not tracking over the guide wire and there was resistance while positioning the lead. A new lead was successfully implanted. The patient was in stable condition post procedure.